Manufacturer narrative:
The explanted device was sent to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical engineer that the pt had experienced intermittent yellow wrench and red heart alarms while at home. A vent filter analysis was performed by the MFR and main bearing wear was noted. The pt's lvad was exchanged in 2009, and the pt remains ongoing on the new lvad.